Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was not known. The insulin pump had been exposed to fluid. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. Also, moisture damage was found on the battery tube, corrosion on the motor and force sensor. No moisture damage was found on the keypad assembly. Unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify vibrate alerts due to blank display. The insulin pump had scratched case, case cracked behind the pump near the battery compartment, pillowing keypad overlay, and minor scratched lcd window.